Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issues. Note: manufacturer contacted customer on 12/15/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms and no medical attention is reported.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 500mg/dl. The customer reported symptoms of increased thirst and frequent urination. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 597mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in requesting training on control solution testing, customer mentioned he had received an hi a couple of days ago. Customer states he is feeling physically well at time, denies need for medical attention. Customer mentioned he is having increased thirst and frequent urination, advised customer to seek medical attention and/or to contact his healthcare provider. Customer denies need for medical attention at time. Customer states he is unable to read the time and date on meter. Customer states his normal range is 500mg/dl or below. Customer states his healthcare provider did not provide a range he wanted customer to stay within.